Manufacturer narrative:
The insulin pump was received with a completely broken reservoir tube lip, minor scratches on the display window, cracked case at a display window corner, bleeding lcd glass, and a missing reservoir tube o-ring. (B)(4).

Event description:
Customer reported via phone call that there is physical damage to the insulin pump. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer could not get the reservoir to stay in the pump; the reservoir compartment was cracked. The customer did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.